Manufacturer narrative:
Corrections: b5: the following should have been entered: it was reported that patient had infection at ipg site. As a result, surgical intervention occurred during which the ipg was explanted and patient was sent to infectious disease physician to address the issue. The date of explant is unknown. D7 - date of explant: this field should have been blank.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had infection at ipg site. As a result, surgical intervention occurred during which the ipg was explanted to address the issue.